Manufacturer narrative:
(B)(4). Batch # unknown (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Clarification needed for ¿reused stapler¿. Was the device reprocessed and previously used on another patient or just being reloaded for an additional firing? Did the patient receive any preoperative chemotherapy or radiation? What is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in prior to closing the device? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient?

Event description:
It was reported that the doctor opened the sterile reload, placed it in a reused stapler, made closing and opening tests with the stapler before it was fired. Placed in the fabric and then triggered the reload, however when he opened the stapler, it did not staple the fabric nor did he see any staples around it, however the reload seemed like triggered but never stapled. Therefore, the patient ended up with a temporary colostomy. The patient bled and had to be transferred to intensive care to stabilize. The doctor has been a user of this device for many years.

Manufacturer narrative:
(B)(4). Date sent: 05/05/2022. Additional information was provided by the local operating company stating that the device had been previously used on another patient without problems and then was re-sterilized and used again. Based on this information the device utilized is a reprocessed single use disposable which ethicon endo-surgery is no longer the responsible manufacturer. Please see information below. Additional information was requested, and the following was received: what were the indications for surgery? - malignant third upper third rectum tumor clarification needed for ¿reused stapler¿. Was the device reprocessed and previously used on another patient or just being reloaded for an additional firing? - it had been used previously on another patient without problem and was re-sterilized did the patient receive any preoperative chemotherapy or radiation? - no what is the scrub's experience with reloading the device? - no comment were there any difficulties loading the device? - no what did they do to ensure that the cartridge was snapped in prior to closing the device? - it charged without any problem and made sure it closed and opened without difficulty without touching the staples firing handle when was the staple retaining cap removed? - after it was properly loaded what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? - the fabric was not thick and it was easy to fit it completely then the pin was closed was the device difficult to close? - no was the device closed and repositioned multiple times prior to firing? - no was the device difficult to fire? - no was the distal transection completed in one or multiple firings? - a single clean shot but it only cut the straight and did not make any anastomosis since the reloading did not bring staples can more information be provided about staple form? - no comment what is the current status of the patient? - he continues with a colostomy, otherwise he is fine.